Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation (orif) of the ankle. During the procedure, while inserting a screw, the handle to the small hexagonal screwdriver with holding sleeve broke. Fragments from the broken device were removed easily with no other medical intervention required. The surgeon used the power small hex screwdriver shaft and put it on the small quick connect handle for the procedure. The procedure was successfully completed with no surgical delay. Patient outcome was satisfactory. Concomitant devices: trauma screw (part: unknown, lot: unknown, quantity: 1) this report is for a small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The instrument was not returned and instead the investigation will be done based on the supplied picture. The image was reviewed and the complaint condition of broken was confirmed as the handle is broken into two (2) pieces. The break is located at the cross pin which connects the shaft and handle components of the screwdriver. A DHR review for the manufacturing records and the material records could not be performed as the lot number is unknown. No definitive root cause was able to be determined as the circumstances surrounding the event and over the lifespan of the device are unknown. The device handle is composed of phenolic le grade material which is susceptible to becoming brittle after repeated thermal cycle. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.